Event description:
It was reported that during the one day post operative procedure check, the patient's right ventricular (rv) lead had high thresholds, microdislodgement, and varying thresholds. It was noted that the patient was experiencing ectopy and non sustained ventricular tachycardia (vt) during the check. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.